Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that some buttons on the customer's insulin pump was sticking and intermittently responsive. No significant events leading to the issue were recalled. The customer's blood glucose level was 210 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.